Event description:
Literature was reviewed regarding a 68-year-old female patient with symptomatic bicuspid aortic valve stenosis who underwent successful implant of a medtronic 26 mm evolut bioprosthetic valve. A post-implant transthoracic echocardiogram revealed mild paravalvular leak and a slightly elliptical stent frame due to substantial calcification of the native annulus. No intervention was taken with this patient. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.